Manufacturer narrative:
The device is expected to be returned for investigation. It has yet been received. The reporter was contacted and info on reprocessing of the device was requested. No response has been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. It was reported that an unspecified volume of solution leaked during manual filling of the vial in the pharmacy at the user facility. The customer contact reported the vial was being filled with an unspecified medication when solution leaked from an unspecified location of the injector in the vial. No add'l info was provided, including if the vial was replaced.